Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat joint effusion and osteopenia secondary to severe degenerative osteoarthritis with genu varus alignment. The patella was resurfaced, and depuy cement x 2 was utilized. The surgeon notes there were severe medial compartment degenerative changes, advanced joint space loss, and articular regularities as well as moderate degeneration of the lateral compartment. There was also evidence of a healed proximal fibular fracture. The procedure was completed without complications. Patient receive a right knee revision to treat aseptic loosening. Upon entering the joint, an extensive synovectomy was performed. The femoral component was well-fixed but revised. The tibial tray was grossly loose at the cement to implant interface. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products utilizing a depuy cement restrictor and depuy cement x 3. The procedure was completed without complications. Doi: (B)(6) 2014. Dor: (B)(6) 2019; right knee.